Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that insulin pump alarmed no delivery during bolus. There was a low blood glucose event. The paramedics were called to his residence. Customer stated that the insulin pump would alarm due to low, but customer would turn the low alerts off at night or during the movies and forget to turn them back on. The current blood glucose reading is 125 mg/dl. Nothing further reported.